Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument had a spark at the tip. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the nurse confirmed no damage or anything out of the ordinary upon initial inspection. Arcing at the tip was observed during intraoperative use. Bipolar energy was activated when the arcing event occurred. An erbe generator was used at the time of the issue with settings at cut: 4, coag: 4. When the arcing event occurred, the instrument tip was in contact with tissue. The instrument tip did not touch any staples, clips or sutures while energized. No instrument collision.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. Additionally, further inspection found damage of the conductor wire insulation at the yaw pulley. There was material missing and the conductor wires were exposed. Thermal damage was observed at the yaw pulley beside the damaged insulation.